Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion. No motor error alarm noted. Unit was unable to prime during prime test due to faulty force sensor gold. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. Motor passed motor test. Unit had a scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during bolus delivery. Through troubleshooting customer was able to clear the alarm and complete the rewind sequence. It was noted that the insulin pump was not exposed to a high magnetic field. Customer's blood glucose reading at the time of the call was 460 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being replaced.